Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to high, out of range pacing impedances. Also, there was oversensed noise related to electromagnetic interference that was also detected with isometrics. There was pacing inhibition noted without asystole. The cardiac resynchronization therapy defibrillator (crt-d) was also explanted due to normal battery depletion. A new ra lead and a crt-d were implanted at the same procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.